Event description:
It was reported that the patient had reoccurrence of symptoms. It was initially reported that the patient experienced adverse effects directly following implant in 1997, such as "becoming crippled" upon walking into an air conditioned room (refer to manufacturing report # 3004209178-2012-09786). It was noted that these symptoms subsided in a heated area. After the leads were revised, the patient felt pain in her lower back and "couldn't drive her car because of the pain" in her lower back area (refer to manufacturing report # 3004209178-2012-09786). It was stated that the patient did not have a "clear" recollection of timelines for these events, but stated that the events happened between 1997 and 1999. It was stated that the patient "felt as though the bone was deteriorating," and had the device partially removed which "seemed to help with the pain symptoms." It was indicated that the patient recently had a reoccurrence of these symptoms which became worse when she sat or lied down. The patient reportedly experienced pain in her neck, head, and lower part of the back. It was noted that the pain was more on the patient's left side. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1996. Product type: extension: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1996. Product type: programmer, patient: product ID 3487a, lot# l41707, implanted: (B)(6) 1997. Product type: lead. (B)(4).